Event description:
The patient presented to the surgeon's office with complaints of pain. A fluoroscopy was performed and the realize band tubing was found disconnected from the injection port. The patient was admitted on (B)(6) 2012 and the band was removed laparoscopically. The tubing was found disconnected and causing irritation to the colon and adhesions. The patient had developed colitis. The tubing strain relief was attached to the locking connector. The patient has been released and is stable.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device retained by the account.